Event description:
Add'l info rec'd from rptr (B)(4) 2011: this is a follow up from a report I made last year. I had an inguinal laparoscopic hernia repaired in my lower left stomach. My stomach is still swelling up, I'm unable to sit, stand or walk for long periods of time without incurring pain. Bending over even hurts. This has been a constant problem I had my hernia repaired. I've had quite a few test and the only thing doctor came up with is internal scar tissue and or adhesions. Its been a year and I'm not getting better. (B)(6).

Event description:
Nerve damage in stomach and, unexplained stomach bloating. Not 100% sure if its the mesh that was put in after a hernia repair on the lower left side of stomach or doctor error. Pain on lower left and right side of stomach either both sides hurt or just one side. Dates of use: (B)(6) 2010 - (B)(6) 2011.